Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the moving jaw was broken off. The broken piece was not returned for investigation. The cause remains undetermined, although a probable cause is attributed to the application of leveraging forces on the distal end of the device.

Event description:
This is a conversion from cc195923, line 299787. An customer update was received which made a repair to a complaint. The customer stated the tip broke-off during a surgery. Further information requested. No new information given at this time. 21-oct-2022 update: further information were provided that the reported event occurred during a shoulder arthroscopy. The surgery could be finished successfully and most likely the broken part remained attached to the device or could be retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.